Event description:
Allegedly in using the hex driver to compress the nail down, the surgeon coldwelded the compression screw instead of compressing the nail. This event caused a 3-4 hour extended surgery time.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01141; 01143.

Manufacturer narrative:
Complaint history reviewed.